Event description:
The patient received a vibratory alert and inappropriate therapy due to suspected noise on the right ventricular (rv) lead. After delivering the therapy, the device went into back-up mode. It was noted that the battery voltage had decreased significantly over the last couple of months. The device was explanted and replaced, the lead was capped and replaced, and the patient is stable. Related manufacturer reference: 2938836-2017-23322.

Manufacturer narrative:
The field complaint of backup vvi was verified in the laboratory. The device image indicated a power-on reset occurred during high voltage therapy delivery. The device was tested on the bench after it was returned, and no anomaly was found. The device¿s stored egms were reviewed, and noise was observed on the ventricular channel. The device¿s associated lead was replaced but not returned. The cause of backup vvi could not be determined.